Event description:
It was reported that telemetry of the device showed pauses. The device was explanted and replaced. The right ventricular lead had high thresholds. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.